Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump over infused heparin to a patient in the progressive care unit. The patient has a diagnosis of deep vein thrombosis and was being infused with a weight based heparin infusion. The heparin infusion was started at 4:45pm, pump programmed with the following parameters: heparin concentration: 25,000 units/250ml; dose: 13 units/kg/hr; volume to be infused(vtbi); 230ml and rate: 14.8ml/hr. At approximately 6:00pm-6:30pm (less than two hours after the start of the infusion) the pump alarmed air in line which alerted the nurse to the discovery of the empty heparin IV bag (observed empty IV bag). The pump programming was checked at that time by two nurses and reported to be correct with noted volume given: 19.8ml (this would be correct based on the infusion start time and the parameters programmed into the pump). The doctor was notified of this event. On (B)(6) 2016, ptt lab drawn at 12:27am with result-78.8 (increased lab result), protamine 50mg IV ordered and infused over 10 minutes(unknown administration time). Additionally, on (B)(6) 2016 a hematocrit level was drawn at 1:42am with result-24.0, a second hematocrit level drawn at 8:00am with result 23.8 (decreased lab results) and 2 units of packed red blood cells was ordered and transfused into the patient. A CT scan of the abdomen and pelvis was also performed on (B)(6) 2016 to rule out gastrointestinal bleeding with no active hemorrhage noted. On (B)(6), a ptt was drawn at 8:44am with result-39.0. The patient currently remains hospitalized in the progressive care unit in stable condition.